Manufacturer narrative:
This is an initial final report. The customer's issue is related to use error, and the specific error message received indicated that the sensor was already in use, which indicates the sensor had already been paired with another reader or app. As this specific message relates to use error, product investigation is not required. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported about the customer receiving a "sensor already in use" message on the 10th day of wearing the adc freestyle libre sensor. On (B)(6) 2019, customer experienced unspecified symptoms of hypoglycemia and was treated with a glucagon injection by the teacher at school. There was no report of death or permanent injury associated with this event.